Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing of the device confirmed the reported event. An alarm was generated, the lights on the front panel turned off, and there was no air insufflation due to a circuit board failure. In addition, service found the appearance of the rear panel was poor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, when the device was turned on, an alarm sounded, the front panel light went out, and there was no air insufflation. The procedure was completed with another similar device. There was no patient harm or user injury reported due to the event. Additional details were requested regarding the procedure. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.